Event description:
It was reported by the customer that during preventative maintenance, a blown fuse, broken motor rubber strap and does not communication with pcu on both sides was found. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an does not communicate with pcu on both sides was not determined because no products or device logs were returned.